Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that their adc device battery is fast draining and as a result, the customer experienced a loss of consciousness. The customer was unable to self-treat and was provided sugar water and cookies by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader was sufficiently charged. The reader was de-cased and visual inspection was performed. Liquid contamination was observed. Therefore the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section d1 - brand name was incorrectly documented in the previous report. Correction has been made.

Event description:
A caller reported that their adc device battery is fast draining and as a result, the customer experienced a loss of consciousness. The customer was unable to self-treat and was provided sugar water and cookies by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader was sufficiently charged. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. The reader was de-cased and visual inspection was performed. Liquid contamination was observed. Therefore the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that their adc device battery is fast draining and as a result, the customer experienced a loss of consciousness. The customer was unable to self-treat and was provided sugar water and cookies by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.